Event description:
The customer reported that the system displayed a corrupt software error. This error may cause the system to lockup or not to boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software. The system operates as intended.